Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The user's blood glucose level was 108 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.